Event description:
A report received from the USA stated an 840 ventilator experienced a device alert indicating bad communications, while being used on a patient. The patient was removed from the device and placed on an alternate ventilator. There was no report of patient injury as a result of the event. The date of the event is unknown.

Manufacturer narrative:
The covidien customer service engineer (cse) inspected the device and verified the reported issue. The cse replaced the graphical user interface (gui) to breath delivery (bd) cable. The device passed all calibrations, short self-test, extended self-test (est) and performance verification test according to manufacturer specifications. (B)(4).